Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent ((B)(6)) became impeded in distal end of the prowler select plus 150/5cm microcatheter (606s255x, 30909764) and could not pass through. The physician started to retract the stent, the stent deployed in proximal of the microcatheter prematurely during withdrawal. The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. No additional information is available. A non-sterile 4.5mm x 37mm enterprise® 12mm dw tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). The stent component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The customer complaint regarding an early deployment of the stent was confirmed due to the detached condition of the stent. However, the issue documented that the stent became impeded in the distal end of the microcatheter cannot be evaluated through functional test since during the withdrawal, the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7000288 the historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip intracranial stent (enc453712, 7000288) became impeded in distal end of the prowler select plus 150/5cm microcatheter (606s255x, 30909764) and could not pass through. The physician started to retract the stent, the stent deployed in proximal of the microcatheter prematurely during withdrawal. The doctor removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. E1. Initial reporter phone: (B)(6). H3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00333. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.